Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the screw fractured inside the implant leading to implant removal.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm, tsvb8 was returned for investigation. Visual inspection of the product confirmed fractured portion of unknown screw identified within the implant. Device history record (DHR) could not be performed as the lot number associated with the reported unknown screw is not available. A complaint history review for the unknown zb screw could not be performed as the lot/item numbers were unknown. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.